Manufacturer narrative:
The hybridknife® flex t-type (knife) was not made available for an examination as the knife was disposed. Nevertheless, a review of the unit's device history record (DHR) was performed. No anomalies were found in the DHR. Per the incident report, the electrode became detached from the body of the knife. Since no evaluation could be performed on the instrument, no determination could be made to the cause(s) of the reported incident.

Event description:
It was reported that an incident occurred with the hybridknife® flex t-type (knife) during an endoscopic submucosal dissection (esd) in the sigmoid colon. No information was provided regarding the electrosurgical unit (esu), water jet, or any other accessory used in the procedure. Additionally, no information was conveyed to erbe involving the equipment settings. Per the reported incident, the knife's electrode fell-off into the patient but was retrieved without any issue. As a result, there was no report of a patient injury.